Event description:
The physical therapy assistant alleged a pt sat on the side of the bed and the bed slid away from the pt. The assistant helped the pt to the floor and strained her back. The pt was wearing a gait belt but was unable to stand due to diminished alertness from a sleeping pill. The brake was engaged, but they are not sure if the wheels rolled or the casters slid on the floor.

Manufacturer narrative:
The tech inspected the bed and found the brake will engage, but the casters would roll and swivel. The tech found the brake casters needed to be adjusted. The facility could not provide preventive maintenance or service records for the bed.